Event description:
The physician was implanting a resolute integrity drug eluting stent. The stent was deployed without issues however it was not in the desired location. No abnormalities were noted during preparation of the device. Information provided confirms that it looked like the operator moved the stent right before deployment and the tech thought the stent was not between the markers of the stent. Upon several other views the stent was covering the lesion and had good wall apposition.

Manufacturer narrative:
(B)(4). Evaluation, results: (no results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Conclusions: (unable to confirm complaint) - device or procedural images not provided for review.

Event description:
Evaluation summary: the delivery system was returned for evaluation - the stent was not returned. The balloon had been inflated. Crimp impressions were evident on the balloon. The balloon was inflated and deflated without any issue. There was no damage evident on the balloon or distal shaft that could impact the reported issue. The marker band spacing measured 14.5mm (spec = 13.75-14.75mm). Additional information: the lesion had not been pre-dilated; vessel has a small degree of tortuosity.

Manufacturer narrative:
(B)(4). Evaluation, results: (no results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Conclusions: (unable to confirm complaint) - device or procedural images not provided for review.

Manufacturer narrative:
Evaluation results: related to operational context-the issue appears to be related to the use of the device during the procedure. Failure to follow instructions-IFU instructs the user to pre-dilate the lesion prior to stenting. Evaluation conclusion: related to operational context-the issue appears to be related to the use of the device during the procedure. Age of patient is approximate.